Event description:
New information indicated that the event was due to a possible market anomaly. The atrial sensed event was an atrial refractory event and triggered the premature atrial contraction (pac) response. Programming changes were discussed but not made at this time.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode. Antitachycardia pacing (atp) was attempted but was unsuccessful. A shock terminated the vt. Before the vt started, there was a closely coupled atrial sensed to atrial paced events, which resulted in a ventricular pacing percentage (vpp) with loss of capture initiating vt. The patient's condition was stable. No intervention was reported.